Event description:
As reported, device has no image when plugged in. The issue found at preparation for use. There is no patient involvement on this reported event. No user injury reported.

Manufacturer narrative:
The subject device was received and evaluated. Inspection found the reported customer issue could be confirmed. Device inspection found faulty ccd (charge coupled device) unit and kinks on cable observed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is due to the failure of the ccd (charge-coupled device) unit. The root cause of the ccd unit failure could not be determined. Olympus will continue to monitor field performance for this device.